Event description:
A hosp reported that; a disconnect occurred in a breathing circuit sys during the treatment of a pt being ventilated on dnr life-support; the sys included an rt210 adult breathing circuit and a nebulizer made by another MFR that was connected to the breathing circuit using unspecified corrugated tubing. The hosp subsequently reported that they think the disconnect occurred at the pt y piece. The alarm volume on the ventilator was reportedly turned down to the lowest setting and the ventilator was connected to a pager sys to alert a nurse when it alarmed. The hosp reported that; the disconnect caused a drop in pressure which caused the ventilator to alarm; at this point, the nurse was not near the pager so was not aware of the alarm; the loss of pressure from the disconnect resulted in brain damage and that the pt had died approx one mo after the reported incident.

Manufacturer narrative:
The device was not returned to the MFR for inspection. An investigation was carried out based on the event description and info provided in further dialogue with the hosp. Results: the y-piece of the breathing circuit connects the inspiratory and expiratory tubes to the pt interface. The airlife nebulizer connects at the pt connection port of the y-piece. This must be connected by the caregiver if nebulizer drugs are to be administered to the pt. It is likely the nebulizer referred to in the event description was inserted between the pt interface and the y-piece and that the unspecified corrugated tubing was used to connect the nebulizer to the y-piece. In a f/u phone call, the hosp stated that there was no indication that the fisher & paykel healthcare prods had malfunctioned or otherwise caused or contributed to the event. Conclusion: there was a nebulizer disconnect at the y-piece sufficient to cause loss of ventilation and cause the ventilator to alarm. There was no malfunction in the rt210 adult breathing circuit.